Event description:
It was reported that the insulin pump was exposed to water. The caller stated that the customer was sitting on the steps of the swimming pool and the insulin pump got submerged. The customer got out of the swimming pool immediately, but the insulin pump looked cloudy. The customer's blood glucose was unknown. There was fluid under the lcd display of the insulin pump. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.